Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: inappropriate programmed initial drain alarm setting. A review of the previous service record shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation, an issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs with drain volume of 4925 milliliters (ml) during cycle 1. There has been no report of patient injury or medical intervention.